Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a fluid leak from the right cylinder tubing. The component was removed and replaced. There were no patient complications.